Event description:
The customer reported that the system's image intensifier and associated power supply failed to operate properly. This issue is likely to result in the inability to view a live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image intensifier and the associated power supply were evaluated and replaced by the customer. No further conclusion can be drawn and no further service info was provided.